Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt said they are going to have an MRI and asked if they need to charge the ins to turn on MRI mode. Agent reviewed information. Pt mentioned that they didn't use the device for 3 years at least because 'it didn't do any good' or was not helping them at all. Pt also said 'when it vibrates, it vibrates' in their stomach or their thighs so they just shut the device off. Pt stated that they already reported the issue to their doctor (hcp) and they 're-adjusted it numerous times' but never did anything. When asked for event date pt said the issue started 'in the beginning' or since they got the device. Pt also stated the ins never worked right. Pt mentioned that they wanted to have the ins removed. Agent redirected pt to their hcp to further discuss about removing the ins. Pt mentioned that they already told that to their hcp and was told that 'it's more of a risk taking it out'. Agent offered assistance to get their ins to char ge but pt refused and said they can still remember how to charge the ins. Pt will call back if needed.